Manufacturer narrative:
H.6 investigation summary: one loose used 1ml st syringe with needle and five sealed packaged 1ml st syringes, confirmed to be from batch #5005512 (p/n 309623), were received. The samples were visually evaluated. The loose sample had visible yellow residue around the needle and in the fluid path. It was inside a separate plastic bag that was labeled ¿used one.¿ this sample could not be evaluated due to risk of handling a contaminated sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The 5 sealed packaged syringes had the needles tested for shield removal force per procedure. All samples tested well within the acceptable range per product specification. No defects found with the returned samples. Please note that it is important to secure the needle to syringe prior to attempting to use the product. Please also note that this batch expired on 31 dec 2019. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that the needle hub separates and stays in shield with a bd 1ml tb syringe slip tip. The following information was provided by the initial reporter:. It was reported that the needle hub separates and stays in the shield. Consumer does not re-use, samples have been discarded, consumer will send unused samples for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that the needle hub separates and stays in shield with a bd 1ml tb syringe slip tip. The following information was provided by the initial reporter: it was reported that the needle hub separates and stays in the shield. Consumer does not re-use, samples have been discarded, consumer will send unused samples for evaluation.